Event description:
Kimberly-clark received a report stating, " the suction swab came off in the patient's mouth during oral care. Caregiver was able to remove the swab, no injury to the patient." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed, the product met the manufacturing and quality specifications. We are unable to complete a sample analysis as the device was not returned to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned to kimberly-clark by the customer.